Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on 11/2015 with a high blood glucose level of 600 mg/dl. Customer was wearing the pump at the time of hospitalization. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the high blood glucose was not due to the customer pulling their infusion set out. The customer did not troubleshooting the issue. The customer did not return the product back for analysis.